Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after firing the stapler by the surgeon, the anvil did not tilt into proper position. There was no patient injury.